Event description:
A 37-38 wk male infant delivered by stat vacuum extraction for decelerations with apgar of 5/8. The infant was born with nuchal cord x 1 extremely tight. Pt had weak respiratory effort, very large caput, weak cry, pallor, and grunting respirations. He required intubation and placement on ventilator. A CT scan of the head revealed extensive subgaleal hemorrhage, diffuse cerebral edema, but no fractures. The settings on the pump used for the extraction were 500mm/hg x 2 attempts for 10 and 15 seconds, discontinued and reapplied with setting at 500mm/hg x 3 for 10-20 seconds during a contraction. The infant's condition rapidly deteriorated in nicu and required resuscitation due to bradycardia and hypotension secondary to hypovolemic shock. The infant expired on 7/7/99. This was a vertex presentation and the mother had received regular prenatal care.